Event description:
It was reported that during an afib procedure, while in the left atrium, the lasso catheter became wedged into the ridge between the lspv and lipv. It required substantial manipulation under fluoroscopy and ultrasound to remove the catheter. The physician was able to remove the device without harm to the patient. When the product was removed from the body, a piece of wire was seen sticking out of the tip of the catheter. It is not known if the piece of wire was sticking out of the tip prior to the device becoming wedged into the ridge or after the device was forcibly removed. Subsequent fluoroscopy and ultrasound verified that there was no harm to the patient. The procedure was stopped for patient monitoring. The case was rescheduled for following day. The patient was under general and transseptal puncture had been performed prior to the case cancellation. Patient's health condition was stated to be generally healthy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).